Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 504 colony forming units (cfus) of acinetobacter baumannii complex and cellousimicrobium species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Additional information fields: b3, b5. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: >80cfu. Bacterial identification: bacillacaeae. Sampling date: (B)(6) 2025. Sampling from: operation channel. Cfu: >80cfu. Bacterial identification: bacillacaeae. Sampling from: suction channel. Cfu: >80cfu. Bacterial identification: micrococcaceae. Sampling from: air/water channel. Cfu: 14cfu. Bacterial identification: micrococcaceae, brevundimonas vesicularis, bacillacaeae. Sampling from: water jet channel. Cfu: 3cfu. Bacterial identification: micrococcaceae, bacillacaeae. Sampling date: (B)(6) 2025. Sampling from: operation channel. Cfu: 2cfu. Bacterial identification: coagulase negative staphylococci. Sampling from: suction channel, air/water channel, auxilliary channel. Cfu: <1cfu. Bacterial identification: n/a. Based on the results of the investigation, the reported event could be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.